Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8840, serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via an manufacturer representative (rep) regarding a patient receiving baclofen (2000 mcg/ml at a dose of 320.2 mcg/day) via an implantable pump for an unknown indication. On (B)(6) 2016, the patient had symptom return due to the hcp not performing a transition bolus when changing the concentration of the drug in the pump. The hcp stated they transition bolus was not programmed because the n'vision programmer "didn't ask it her". The drug concentration was changed from 2000 mcg/ml to 500 mcg/ml. This resulted in a "under amount of baclofen". Interventions and actions taken were reported; the hcp must take over with drug per os. Additional information reported on (B)(6) 2016 stated the patient was well and the therapy was effective.